Event description:
Customer previously complained of device not retracting prior to firing while using the multiclix lancet device. Ci found device would not retract after firing. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.